Event description:
Reportedly the needle came off of the instrument and lodged within the gastric pouch wall. The gastric pouch was cut open to locate the needle, tissue had to be resected and the surgeon had to re-do the gastro-jejunostomy. Used another instrument to complete the procedure. Procedure type: lap gastric.